Manufacturer narrative:
Based on the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged hernia recurrence. The contact reports the hernia recurred while lifting a bag full of groceries, which may have contributed to the alleged recurrence. The contact has reported that medical records would be provided, however at this time they have not been received. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. Note the date of event is estimated as an exact date was not provided. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
The following was reported to bard/davol: on (B)(6) 2008 as reported, the patient underwent laparoscopic repair of a ventral abdominal hernia located just below the umbilicus and was implanted with a bard composix kugel hernia patch. The patient was later cleared by her surgeon to resume normal activity. On (B)(6) 2009 as reported, the patient was picking up a bag full of groceries when she felt a "pop." She felt some pain and was evaluated by her physician. Allegedly her physician could feel the lump but advised her it was reducible and to hold off on any surgical intervention. On (B)(6) 2018 as reported, the patient "split her kidney in half" and was hospitalized for internal bleeding, at which time she underwent a CT scan. As reported the physician confirmed there was a hernia recurrence. The contact alleges the mesh failed and migrated causing the hernia to recur. The contact reports the pain has become worse and the hernia is no longer reducible. As reported the patient would like to undergo surgery to repair the hernia but needs clearance from her cardiologist to do so. As reported the patient the has irritable bowel syndrome which has been exacerbated ever since the mesh was implanted and she has constant diarrhea.